Manufacturer narrative:
Additional/updated information was added to reflect an updated serial number being provided. The following fields were updated accordingly.

Event description:
The provider states the seat frame is broken. The provider states the seat is broken in the rear by the center hole of the frame.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the seat frame is broken. The provider states the seat is broken in the rear by the center hole of the frame.